Event description:
A customer reported the freestyle libre 2 sensor detached prematurely. The customer was therefore unable to monitor glucose via sensor and was unaware when they became hypoglycemic. The customer experienced a loss of consciousness, and required treatment of glucagon injection by partner. After regaining consciousness, the customer additionally consumer some food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in is per the customer report of "approximately september". The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.